Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, software update, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was receiving power, but the screen remained dark. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) provided the customer with the part information for the user interface (ui) assembly without navigation ring. The rse also advised the customer to ensure that the device software was at version 2.1 or higher for the part replacement. This investigation is ongoing.